Event description:
It was reported that a malfunction 12 alarm occurred. Customer¿s blood glucose level was 80 mg/dl. Reportedly the customer continued to use the pump for insulin therapy following pump reset.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.